Event description:
The customer reported being hospitalized in early march for high blood glucose. The blood glucose reading was 800mg/dl. The customer stated that his blood glucose was consistently over 600mg/dl even after taking 60.0 units of insulin. The customer also reported that he was not been using the insulin pump since (B)(6) 2009. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.